Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: v315030, implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that when replacing the patient's ins due to normal battery depletion the healthcare provider (hcp) had difficulty getting the lead inserted into the ins header block. The rep did not know how far the hcp was able to advance the lead into the head and when impedances were check only c-0 pair was within normal range. The hcp did not want to change the lead so the hcp closed and was going to see if the patient could be programmed using c-0. No patient symptoms were reported. No complications were reported or anticipated.